Event description:
It was reported that a patient was experiencing cognitive changes and admitted to the hospital; specifically, the patient was experiencing post-seizure psychosis. The event was described as the patient having a seizure and then becomes psychotic and tries to remove the vns device. The patient has reportedly tried this before and the physician would like to have it removed before the patient causes serious harm to himself. It is unknown when the cognitive changes began to occur. It was noted that the patient is to undergo explant surgery, of which the date is unknown. Good faith attempts for further information have been unsuccessful to date.